Event description:
It was reported that metal broke off the tip of the wand during use. The broken piece fell into the surgical site and was not retrieved. No patient injury or other complications were reported. Complaint 2 of 2. Reference (b4) for original report. Additional device received 3/21/2017.

Manufacturer narrative:
Visual inspection under magnification on wand one (1) shows the electrodes have been detached with jagged and rounded edges on the remaining electrode legs. There is partial detachment of the electrodes on wand two (2). Both devices show discoloration on the adhesive with a significant amount of scuff marks present on the spacers. There is also scratch marks on the exposed shaft and black shrink tube near the tip of the wands. The cable on wand one (1) has been severed prior to being received for evaluation; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned devices. Wand two (2) was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the devices potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the devices as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the devices. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.